Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the head of the screwdriver broke during screw insertion. A backup screwdriver was used to finish the case. No patient complications were reported.

Manufacturer narrative:
The product was returned and confirms that the tip has fractured.